Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was cutting instead of clipping. They would go to put the clip on the vessel and no clip deployed. It was cutting the vessel. It is unk how the procedure was completed. No pt impact was reported.

Manufacturer narrative:
(B)(4): indicator wheel failure. Evaluation summary: the analysis results of the device found that it was received with the jaws in closed position. The trigger was manually assisted in order to open the jaws; one pear shaped clip was released. The device was cycled, fed and formed the remaining clips according to mfg specifications and then, the device locked out as intended but the orange indicator did not show up completely. It could not be determined what may have caused the event reported. A batch record review was performed and no anomalies were found during the mfg process.